Event description:
The customer called to report that he was treated by paramedics for low blood glucose levels. The customer stated that his blood glucose dropped to 43 mg/dl, but he didn't get an alarm from the sensor. The customer's current blood glucose reading was 340 mg/dl, and his sensor glucose was 250 mg/dl. Advised the customer of the possible causes for the discrepancy. Troubleshooting was performed, and found that the customer did get a low alarm, but it was after he had experienced the hypoglycemic episode. The customer understood and stated he would monitor his blood glucose levels more closely. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.